Manufacturer narrative:
The customer contacted a siemens ccc and inquired about the caution on the advia 1800 myoglobin calibrator instructions for use. The ccc specialist stated that as per the advia 1800 myoglobin calibrator instructions for use, the calibrator contains human source material. While each human serum or plasma donor unit used in the manufacture of this product was tested by food and drug administration-approved methods and found non-reactive for (B)(6), all products manufactured using human source material should be handled as potentially infectious. Because no test method can offer complete assurance that (B)(6), or other infectious agents are absent, these products should be handled according to established good laboratory practices. The customer is satisfied with the remarks and is to follow the lab's procedure for a potential exposure. No other vials were cracked or broken. The cause of the operator cutting their hand was due to the broken glass on the myoglobin calibrator.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and stated the operator of an advia 1800 myoglobin calibrator was opening the calibrator when the vial broke and caused a cut on the operator's hand. The operator was wearing proper personal protective equipment. The cut was cleaned and bandaged. The customer found a caution in the calibrator instructions for use, which stated that the contents of the vial are potentially biohazardous. The customer is to follow the laboratory's procedure for a potential exposure. No patient care was impacted. There are no reports of medical intervention or adverse health consequence due to the cut on the operator's hand.

Manufacturer narrative:
The initial MDR 2432235-2017-00501 was filed on (B)(6), 2017. Additional information (09/12/2017): a siemens headquarters support center (hsc) specialist reviewed the event data and concluded that this is not a product issue. The customer stated that there was no visual damage to the carton or the vial. There are no reports of similar incidents on any lot of the myoglobin calibrator. The hsc specialist stated that this is an isolated event. No further evaluation of device is required.